Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the lead was returned with blood on the helix and within the sleevehead. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed. Concomitant medical products: 5086mri implantable pacing lead, (B)(6) 2012; rvdr01 implantable pulse generator, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Trend data show p-wave amplitude decreased to approximately 0.3 mv.

Event description:
It was reported that the patient was having symptoms of av desynchrony. There was no capture in the atrium. The right atrial lead was also noted to have an increased threshold and there was undersensing as the p-waves were not able to be measured. The right ventricular lead was also noted to have an elevated threshold and decreased sensing of the r-waves. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.